Event description:
It was reported the devices were not functional. Reportedly there was no patient involvement. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the service history records has been requested. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Service history review: lot a4f0825: no service history review can be performed because the lot number cannot be traced. The manufacture date is unknown. The service history evaluation is unconfirmed.(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the items were missing parts.

Manufacturer narrative:
Additional evaluation was conducted. The report indicates that the customer reported the item was not working. The repair technician reported the spring, sleeve, and universal head were missing. Missing parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: compression sleeve, 1.5mm drill sleeve, universal head. This item was repaired, passed final inspection and returned to the customer on (B)(4) 2015. The evaluation was confirmed. A pd event evaluation was conducted. The report indicates that two universal drill guide for 2.4mm and one universal drill guide for 2.7mm screws were returned for reportedly missing parts. The drill guides are used in various systems to guide drilling for screws intended to achieve compression or intended to be placed in the neutral position. The drill guides were returned with components missing, as described in the complaint condition. Products were reviewed. After review, it could be seen that the drill sleeve, universal head, and compression spring were all missing from the returned drill guides. The instruments are disassembled for cleaning and sterilization and so the likely root cause for the complaint is that the components were not re-assembled or were misplaced after cleaning. It is unlikely the design contributed to the missing components. The complaint is confirmed since all three drill guides were returned with missing components. Two of the drill guides were also confirmed to have slightly bent drill sleeves. The parts otherwise only had wear typical with normal use. It is unlikely the design contributed to the complaint conditions. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Pd evaluations was reported for s&r devices that were repaired and returned to customer. Device was used for treatment, not diagnosis.. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.